Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0179571 is no longer considered reportable, please disregards any reports associated with it.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, the device failed the server deployment for software. The customer stated they saw a line across the screen, that the device kept beeping and they couldn't stop it even if they used the silent button or removed the battery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.